Manufacturer narrative:
B3 date of event was estimated based on the event occurring in (B)(6) 2024.

Event description:
Japan agent alliance registry. It was reported that restenosis occurred. On (B)(6) 2023, the 90% stenosed target lesion was located in the non-tortuous and mildly calcified left circumflex artery (lcx). The target lesion was treated with a 3.00 mm x 20.00 mm agent dcb. Post revascularization, the residual stenosis was 25%. In (B)(6) 2024, the patient presented with complaints of shortness of breath during exertion at the outpatient clinic. Multidetector computed tomography (mdct) revealed restenosis of the lcx. On (B)(6) 2024, percutaneous coronary intervention (pci) was performed, and a drug-eluting stent (des) was placed in the lcx.